Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date not available at time of this report. The iso c/stealthstation interface was successfully re-calibrated and tested perfectly accurate.

Event description:
A medtronic representative reported that during planned maintenance for the site's stealthstation treon, the interface between the iso c, (a non-medtronic product), and the stealthstation treon was found to be out of calibration. The calibration was inaccurate by 7mm lateral and anterior. Re-calibration is required. There was no patient present. The system was never used in a case when it was out of calibration.